Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified while based on the analysis, the alleged battery issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.